Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An (B)(6) stent graft was implanted during the endovascular treatment of a 25mm aneurysm. It was reported that this device was expired when it was implanted in the patient. The hospital had been notified one month earlier that the device, which was on consignment, had expired, and it was requested that it be segregated and returned. However, the device reportedly remained with other materials and was subsequently used. Per the physician the cause of the event was due to an issue within the hospital. No additional clinical sequalae was provided and the patient is fine.